Manufacturer narrative:
.

Event description:
It is reported that a customer was hospitalized for case of pancreatitis and is unable to speak at the moment. . The patient's blood glucose level was unknown. No further information was provided.